Event description:
Customer responded to 52 year old female with known heart condition. During transport to the hosp, pt was breathing. Customer alleged the device did not shock on a shockable rhythm. Pt expired. The customer did not feel the device caused or contributed to the pt outcome. Service rep confirmed proper operation of the device.